Event description:
It was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The programming changes were performed. The patient was in stable condition.